Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Patient was advised to reset the device. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The receiver device (part number (B)(4) serial number (B)(4)), used with the complaint transmitter device, was returned on (B)(6) 2015. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The receiver case was opened for an interior inspection and a calibration and paring test was performed. The test failed as the receiver did not boot up; however a review of the diagnostic chart found issues related to the customer complaint. The reported event of an intermittent out of range signal was confirmed. The root cause was determined to be a hardware component failure.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2015 and confirmed the reported event of intermittent out of range.